Event description:
It was reported that the patient had an infection at the pocket site and lead incision site. Symptom of pain to the left of the paddle lead and drainage from the incision site wee noted. The cause of the infection was unknown however, the physician noted that the patients lifestyle could be a contributing cause. The patient was placed in IV antibiotics and underwent an explant procedure. The explanted devices were not returned. The patient was recovering well postoperatively. Additional information was received that the patient's ipg had premature battery depletion.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7072449.

Event description:
It was reported that the patient had an infection at the pocket site and lead incision site. Symptom of pain to the left of the paddle lead and drainage from the incision site wee noted. The cause of the infection was unknown however, the physician noted that the patients lifestyle could be a contributing cause. The patient was placed in IV antibiotics and underwent an explant procedure. The explanted devices were not returned. The patient was recovering well postoperatively.